Event description:
Rptr indicated a vns therapy programming computer screen froze when trying to interrogate a pt. Troubleshooting resolved the issue. Good faith attempts to obtain additional info have been unsuccessful to date.